Event description:
Customer reported a no delivery alarm during the manual prime. The blood glucose reading was 183 mg/dl. He was advised to disconnect and reconnect the reservoir and tubing and to verify that the connection was secure. He was advised to replace the plunger and manually push insulin slowly through the tubing and stated that insulin did not exit. He was advised to repeat the process with a new infusion set and the same reservoir and stated that the insulin again did not exit. He was advised to repeat the process with a new reservoir and customer stated that replacing the reservoir had resolved the issue. Nothing further was reported.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.